Manufacturer narrative:
Eval summary: no packaging materials rec'd to review, only photo of product protruding through inner cavity was provided. The photo indicates forces above normal distribution environment conditions. Product as packaged has been tested to normal distribution conditions and passed. Package test report conducted on this package for zmr hip systems showed no damage to package under normal distribution conditions. Device history records indicate all components were manufactured and inspected to specification. No mfg abnormalities could be detected.

Event description:
It was reported that the hip stem was noted as protruding through the sterile packaging when opened for surgery. The surgeon had to use a different size of stem to complete the procedure.